Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 september 2023, a 14f amplatzer torque 45x45 delivery sheath was chosen for the procedure. During advancement of the delivery sheath and dilator up the inferior vena cava (ivc), the tip of the dilator broke off and had to be snared out of the ivc. This was successfully done and there were no adverse effects to the patient who remained stable. A replacement 09f amplatzer talisman delivery sheath was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The reported event of fractured tip of dilator was confirmed. The investigation found that the tip of dilator was fractured and the fractured piece was received separately when analyzed at abbott under non-physiological conditions. The device was sent to science & technology lab (s&t) for further analysis and it was found that both the broken piece and catheter side appeared to have longitudinal cracking; the two cracks met and a piece broke off. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the dilator tip separation issue, per internal procedures.